Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out supplies; however, occlusion alarm continued. System check was performed with tandem technical support and the cause could not be determined. Reportedly, customer changed out the infusion set to address the issue. Customer's blood glucose was 193 mg/dl.